Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, the camera and interconnect cable were replaced. Previously reported codes fdm b01, fdr c08, fdc d02 are also applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, lot/serial #: (B)(6); product ID: 9735772, lot/serial #: (B)(6). H3) the camera was returned for analysis ((B)(6)). The returned camera had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2020, and intermittent illuminator current low dating back to (B)(6) 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .419mm with a passing threshold of .250mm. Codes: b01, c02, d02 returned 2025-jun-09 the camera was returned for analysis ((B)(6)). The returned cable had a cut in the cable jacket. No internal conductors have been exposed. Otherwise, the cable passed a continuity test with no opens or shorts detected. Codes: b01, c07, d02 returned 2025-jun-10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a localizer fault when the system was turned on. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - australia continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera, product ID: 9735772 cable. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for a localizer fault when the system was turned on. A1102 was coded for a localizer fault. The system was serviced in the field by a medtronic representative. An optical communication failure was found. Codes b01, c08, and d02 are applicable. Img code g05001 applies to the camera and g02004 applies to the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.